Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the needle is bent on two planes. No ts or suture remains on the needle but were returned. Examination of the construct shows t1 has been cut free and not returned. The suture and t2 show no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. No root cause related to the manufacturing process can be established.

Event description:
It was reported that after t1 was deployed, t2 fell off. A backup device was available to complete the procedure with no significant delay and no patient injuries.